Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had air/water flow issues. The customer did not know when the foreign material adhered to the scope or what the foreign material was. There was no delay to starting precleaning and the air/water nozzle was flushed with air/water and detergent solution. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the adhesive around the objective lens was peeled and had a white clouded area, the adhesive around the light guide lens had a white clouded area, the scope cover was dented, the connecting tube was buckling, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The intended procedure was an upper gastrointestinal endoscopy. The device was inspected before use. The procedure was completed with a different scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b3 and b5 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] 8.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.